Event description:
A surgeon reported that poor aspiration occurred during the ultrasound mode while performing a cataract procedure. The surgery was completed without exchanging the product and there was no harm to the patient. A product sample has been requested. Additional information was requested but has not been received to date.

Manufacturer narrative:
This is the second complaint for the finish goods lot; however, the first for this issue. The order was built and released per specification. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause of the customer's complaint could not be determined as a sample was not returned. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).